Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found that the casters and the brake mechanism were worn. He replaced the casters and the brake mechanism to repair the bed.